Event description:
Hcp reported the patient died of chf/ respiratory problems and the death was not device related. She could not recall the exact date of death. The patient had received morphine via intrathecal infusion.